Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that patient did not keep up with charging and as a result the ipg reached end of life (eol). The patient is not receiving therapy and will likely require surgical intervention to address the issue.